Manufacturer narrative:
Lab analysis of the device found no defect.

Event description:
Healthcare professional reported that a patient was injected in the lips with one syringe of juvéderm® volift¿ with lidocaine and the syringe was defective. Healthcare professional clarified that the top of the syringe came off and product was lost. Patient contact did occur. No injury to the patient, staff, or injector. The packaged needle was used for the injection.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling for the reported event of detachment of device component and expulsion: "precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported that a patient was injected in the lips with one syringe of juvéderm® volift¿ with lidocaine and the syringe was defective. Healthcare professional clarified that the top of the syringe came off and product was lost. Patient contact did occur. No injury to the patient, staff, or injector. The packaged needle was used for the injection.